Event description:
Surgeon was performing a percutaneous vertebroplasty on level t5 using a bipedicular approach with two side hole needles. After injecting the cement, he began process of needle removal. This was 13.5 min. Since cement was mixed. He rotated the needles several times in place then pulled out the first needle noting that the tip was broken off in the v-body. He removed the second needle and it was intact. Tip of one needle remains embedded within the bone of the patient. There was no patient injury as a result of this situation.

Manufacturer narrative:
Root cause appears to be due to the cement hardening around the side hole needle. When force was applied to rotate the needle, it caused the needle to shear. As stated in the instructions-for-use supplied with the device, the working time for the cement is between 8-11 min. Needle removal was reported to have occurred at 13.5 min.